Event description:
It was reported that the right ventricular (rv) lead contained insulation damage. A lead integrity alert was triggered and increased short interval counts (sic) were observed. The lead was partially inactivated. The high voltage portion of the lead remains in use. The pace-sense portion of the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity alert warning for rv lead impedance variation in last 60 days and 2 or more ventricular tachycardia- non-sustained (vt-ns) episodes <(><<)>220 ms on (B)(6) 2015. Rv pacing impedance was 1349 ohms on (B)(6) 2015 and 1197 ohms on (B)(6) 2015. Short interval counts (sic) when up to 65 in four days averaging around 16 per day along with evidence of oversensing during vt-ns episodes that occurred from (B)(6) 2015.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).